Event description:
As reported by hospital, a patient had been receiving sedatives through a valved, PICC device. When the patient became unstable (hypertensive, tachycardic, and restless) it was found that there was a crack in the hub of the PICC and some leakage had occurred onto the patient's bed. The sedation was changed to a peripheral IV line and the patient returned to baseline with stable vital signs. There were no further complications and the patient was discharged to a long term care facility on feb 15. The used catheter will be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. It has been indicated that the used catheter will be returned for evaluation, however, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B) (4).